Manufacturer narrative:
The lead did not display any visual anomalies or damage when examined microscopically. The lead was functionally tested and passed all tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05022. A paddle lead was inserted in the pt during a trial procedure, but showed invalid contacts after diagnostic testing. The doctor inserted another paddle lead, again. A diagnostic test revealed invalid contacts. Stimulation could not be increased due to the invalid contacts on both leads. As a result, both leads were removed and replaced with a different model. Stimulation was regained post-op.